Manufacturer narrative:
(B)(6).

Manufacturer narrative:
It was reported to abbott on 7/21/2015 that on (B)(6) 2015 patient reported little improvement in dryness. Still experiencing visual acuity fluctuations. Right eye and left eye are 20/20. Mild spk remains. Start refresh pm unguent, predforte artificial tears every hour, adjust environment (no fans) and restasis twice a day. (B)(4).

Event description:
The surgery center reported that a laser vision correction patient developed moderate dry eye, photophobia and had fluctuating vision on both eyes at her 3 month post op exam. The patient had 1-2+ superficial punctate keratopathy (spk) inferior cornea and decreased tear lake. Pred forte (pf) oil emulsion artificial tears (ats) 4 times a day and liquigel or unguent every bedtime. Spectacle corrected visual acuity (scva) was 20/20 on both eyes. (B)(6). On (B)(6) 205 patient reported no improvement in dryness; blurry visual acuity during day and fluctuations. Patient has diffuse superficial puntate keratitis (spk) centrally in both eyes. Puntal plugs in lower lids with predforte artificial tears every hour, omega 3 pills, pred forte twice a day, restasis twice a day. On (B)(6) 2015 patient reported slightly improve in dryness. 1+ spk in right eye with trace spk in left eye. Punctal plugs placed upper and lower lids in right eye and upper lid in left eye (90 days plugs). Patient will continue with artificial tears every hour and restasis twice a day.

Event description:
The surgery center reported that a laser vision correction patient developed a dry eye, photophobia and fluctuating vision on both eyes at a 3 month post op exam. The patient had 1-2+ superficial punctate keratopathy (spk) inferior cornea and decreased tear lake. Pred forte (pf) was prescribed; oil emulsion artificial tears substitutions (ats) were to be used 4 times a day (qid). Spectacle corrected visual acuity (scva) was 20/20 on both eyes. At 4 month post op exam, the light sensitivity resolved. 3+ diffuse spk od, 2+ diffuse spk os. Va od 20/70 va os 20/40. Treatment plan: d/c lotemax gel. Use celluvic 6 or more times per day, refresh pm qhs. Continue hydroeye bid. At 4 month and half post op visit, patient reports blurry distance visual acuity (dva). Spk significantly improved since last visit. Tr diffuse spk ou. Insert punctal plugs, lower lid, ou. Use lotemax gel tid-qid ou. Pfats qid. Va od 20/40 os 20/60. At 5 month post op exam, the patient had no improvement on dryness and blurry visual acuity (va) during the day; fluctuations. The patient had dva blurry. Va 20/40 on both eyes. The patient had not used eye drops or supplements as recommended. Patient has diffuse spk centrally on both eyes and the treatment plan is punctal plugs on the lower lids, pred forte artificial tears substitutions every hour (q1hr), 3 omega pills, pred forte twice day (bid), and restasis bid. Patient reports blurry dva. Va 20/40 od, os. Patient was asked to use hydroeye supplements bid, celluvic tears q1hr, restasis bid and refresh pm qhs. The last post op visit states the patient dryness was more on the right eye than the left eye. Patient still had blurred vision. Treatment plan is to continue restasis bid, tears q1hr and refresh pm.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.